Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and prime tests. The device was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 583 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.